Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2019 - 02617, 0001825034 - 2019 - 02620, 0001825034 - 2019 - 02621, 0001825034 - 2019 - 02622, 0001825034 - 2019 - 02623, 0001825034 - 2019 - 02624, 0001825034 - 2019 - 02625, 0001825034 - 2019 - 02626, 0001825034- 2019 - 02627. Associated device(s): product, lot or serial, description, primary di: 815355070, lot: unknown, 5.5mm polyaxial screw ft 70mm, (B)(4);  815355080 , lot: unknown, 5.5mm polyaxial screw ft 80mm, (B)(4); 815355060 , lot: unknown, 5.5mm polyaxial screw ft 60mm, (B)(4); 815355025 , lot: unknown, 5.5mm polyaxial screw ft 25mm, (B)(4);  815308075, lot: unknown, 8.0mm cann locking ft 75mm, (B)(4); 815045540 , lot: unknown, 4.5 locking shaft screw 40mm, (B)(4); 815045536, lot: unknown, 4.5 locking shaft screw 36mm, (B)(4);  815045514 , lot: unknown, 4.5 locking shaft screw 14mm, (B)(4);  815745036, lot: unknown, 4.5 x 36mm cortical screw ft, (B)(4);  814131106, lot: 666670, femoral plate 6 hole left, (B)(6).  The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient expired; however, cause of death was not listed. There are no allegations of device involvement. No further information is available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
Upon reassessment of the reported event based on the additional information received, it was determined that the cause of death was due to anorexia, poor po intake ¿ patient was not eating or drinking enough to support/sustain life and was not due to the medical devices. Hence the initial report needs to be voided.

Event description:
It was further reported upon review the patient expired due to natural causes, and the devices were not alleged to have contributed, according to the medical documentation. Cause of death was: anorexia, poor po intake ¿ patient was not eating or drinking enough to support/sustain life. Significant conditions contributing to but not causing death: hyponatremia, gerd, copd, anxiety.